Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during cataract procedure surgeon implanted a zcb00 intraocular lens (iol). During post examination surgeon found out the wrong lens was implanted and an explant was performed. Surgeon said there was nothing wrong with lens. No further information available.

Manufacturer narrative:
Additional information received reported that the lens was explanted because the biometry wasn't taken prior to surgery. Also, the lens was replaced with a non-amo intraocular lens. Reportedly, there was no incision enlargement, vitrectomy, or sutures used. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 6/15/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and lens was observed cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.